Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The check-valve was separating from the sheath while the physician tried to remove the sheath from the patient's body.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one used/damaged kcfw-7.0-38-55-rb-raabe was returned for investigation with the check-flo valve separated from the sheath. The flare appeared extremely distorted. One section of the flare had buckled back over the sheath tubing, while another section had folded inward toward the lumen (see attached images). Also, a slight kink/wrinkle was observed in the sheath tubing just distal to the flare. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. At this time, a definite root cause cannot be determined. It is possible that the sheath had not been positioned properly during the capping manufacturing process, which could have caused the sheath flare to buckle, thus resulting in a looser fit between the sheath and check-flo valve. Also, based on the visual inspection of the complaint device, it is possible that excessive force had been used during removal of the device, thus leading to the reported failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
The check-valve was separating from the sheath while the physician tried to remove the sheath from the patient's body.

Manufacturer narrative:
The lot number of the device is not known, accordingly a review of the manufacturing records could not be conducted. (B)(4). Investigation - evaluation: a review of the manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one used/damaged kcfw-7.0-38-55-rb-raabe was returned for investigation with the check-flo valve separated from the sheath. The flare appeared extremely distorted. One section of the flare had buckled back over the sheath tubing, while another section had folded inward toward the lumen (see attached images). Also, a slight kink/wrinkle was observed in the sheath tubing just distal to the flare. There is no evidence to suggest the product was not made to specifications. Instructions are in place to verify that the device is manufactured to specification. The process of attaching threaded proximal end fittings to flexor sheaths is validated; the process validation shows that the device meets tensile requirements per iso 11070:2014 the lot number of the device is not known, accordingly a review of the manufacturing records could not be conducted. At this time, a definite root cause cannot be determined. It is possible that the sheath had not been positioned properly during the capping manufacturing process, which could have caused the sheath flare to buckle, thus resulting in a looser fit between the sheath and check-flo valve. Also, based on the visual inspection of the complaint device, it is possible that excessive force had been used during removal of the device, thus leading to the reported failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
The check-valve was separating from the sheath while the physician tried to remove the sheath from the patient's body.